Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Customer indicated that he did not call in the complaint. He just ordered the blender and replaced it. Vyaire suggested to do the 40psi regulator calibration and check the inlet xdcr calibration. He will call back if he is still having issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator has blender issues. The end user replaced the blender on this unit because it was only delivering 75% when set at 90%. Furthermore, there is no information regarding patient associated with the reported event.